Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. The customer reported a blood glucose of "high" although specific value was not provided. Elevated blood glucose was addressed with manual dose injection.